Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump has gone through five batteries in the last three days. The batteries only last a few hours. The battery will say full then a few minutes later show failed batt test. The insulin pump died without warning. A battery was inserted, showed full battery and died. The customer did not receive a low battery alert prior to the off no power alert. The customer is using the correct batteries. The customer's blood glucose is unknown. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert, failed battery test or dead battery noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.